Manufacturer narrative:
Integra completed its internal investigation 6sep2016. The investigation included: method: - review of device history records. - review of complaint management database for similar complaints. Results: pn 119618nd lot fe58 was manufactured on 8th june 2015 and (B)(4) parts were released. No anomaly was found, all results are compliant with specifications. (B)(4) items were checked during incoming inspection. This is the ninth incident for similar issue after the review complaint records during last two years. (B)(4) items were sold during this period, drills 119618nd being single use instruments. The global rate failure is evaluated at (B)(4). This is the fourth incident for lot fe58. Conclusion: the product was not returned, the root cause of the incident described in this complaint cannot be determined.

Event description:
It was reported the drill is not threaded. Two drills from the same lot have the same issue. It was reported that although the device was in contact with the patient, no patient injury is alleged. The event led to an increase of surgery time of 10 minutes. The surgery was finished by using another drill from another set. The issue with the second drill (exchange) was discovered at the receipt.